Event description:
Medtronic received information that during the implant of a transcatheter bioprosthetic valve, after one recapture at two thirds, th e handle of the delivery catheter system (dcs) broke into two pieces. The pieces were put back together and the valve was able to be recaptured and removed. A new dsc was used for successful implant. No adverse patient effects were reported.

Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA 643143, addressing MDR reporting guidance from the FDA¿s 1995 preamble, which ensures complaints related to corrections and recalls previously reported to the FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Product analysis: upon receipt of the suspect complaint delivery catheter system (dcs) at medtronic's quality laboratory, the dcs was received with the capsule partially opened, the end cap/screw gear snap fit was connected. Visual analysis showed the handle, tip-retrieval mechanism was intact. Delamination was observed over the nitinol reinforcing frame at the proximal end of the capsule and a kink was observed at the proximal end of the inner member near the spindle hub. During functional testing, the actuator components separated during the retraction of the capsule. A hairline crack was observed on tab 3 of the male actuator component and tab 4 of the male actuator component was detached. A stress mark was observed on tab 1 of the male actuator component. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Recapturing is a feature of the evolut system that allows for additional attempts at accurately positioning the valve. Various factors can affect valve positioning including patient anatomy or physician technique. The cause of the potential positioning difficulty could not be conclusively determined. There was no evidence to suggest a device malfunction or a failure to meet manufacturing specifications contributed to the potential positioning difficulty. The suspect dcs was returned for analysis. The actuator components separated during the retraction of the capsule. The snap fit tabs of the actuator were damaged. Actuator separation is typically associated with broken or damaged snap fit tabs, either one tab or both, which hold the handle together. Delamination typically occurs when the capsule is subjected to a bending force potentially after tracking through patient anatomy. A kink was observed on the inner member shaft. The description of the event does not indicate this kink occurred during the reported issue, and the cause of this damage cannot be determined. Inner member shaft kinks have historically been seen on device returned with the capsule open and with not stylet in place to support the shaft during transport back for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.